Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose levels that were low but unknown. Customer stated that they had lost some weight suddenly and needed to lower their bolus amounts. Customer stated to neighbor that she gave herself too much insulin. The customer experienced symptoms such as incoherence and feeling nauseous. The customer treated with the pump and disconnected when she went low. The customer was wearing the insulin pump during the incident. The insulin pump will not be returned for analysis.